Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported being treated with a medicated bag during continuous cycling peritoneal dialysis (ccpd). A follow up call was made to the patient's peritoneal dialysis nurse. The nurse reported the patient was receiving ip vancomycin. And ceftin for a touch contamination peritonitis. The patient was diagnosed on (B)(6) 2015.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. There is no documentation in the medical record that shows the pt was diagnosed with peritonitis on or about (B)(6) 2015. There is no evidence in the medical record that shows pt was treated for peritonitis or had symptoms of peritonitis on or about (B)(6) 2015. Medical records did not reveal the source of peritonitis on or about (B)(6) 2015. A culture performed on (B)(6) 2015 was negative for peritonitis. Peritoneal dialysis registered nurse (pdrn) stated the alleged peritonitis was from touch contamination but, this cannot be confirmed in the medical records. Therefore, there is no conclusion to be made that the liberty cycler led to peritonitis when the alleged peritonitis cannot be substantiated in the medical records.